Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a mildly tortuous lesion in the proximal rca. The patient had a previous stent in the proximal rca with restenosis. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issued noted. Negative prep was performed with no issues. The lesion was pre-dilated. Resistance was encountered when advancing the device. It was reported that the physician attempted to deliver the onyx through the previously deployed stent with restenosis. On the first attempt the onyx would not cross. It was removed from the body. The physician then ballooned more and attempted to use the same stent again. During this attempt, the stent dislodged from the balloon. The physician had to use a snare to remove the dislodged stent from the femoral artery . They then successfully implanted 3 shorter stents. No patient injury was reported.

Manufacturer narrative:
Calcification was moderate. Percentage stenosis was 90%. The inflation device remained on neutral pressure during delivery of the device. It was difficult to advance so more force was required. The patient had a corevalve, which had to be passed. The stent did not deform in vivo during positioning. The product was replaced by a medtronic product. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the delivery system did not return for analysis. The dislodged stent was attached to a snare. Deformation was evident to the stent wraps with the struts bunched, stretched and overlapping. Lot number confirmed based on returned stent matching the reported complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.